Event description:
It was reported the patient complained of chest pain during the procedure to implant the trial scs lead. The lead was removed immediately and the patient was taken to the emergency room. The manufacturer has attempted to obtain a status update on the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.